Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported they were seeing service code 338 (connection interrupted). The patient also mentioned the past month or two at the most, it has been taking longer to connect to their pump and deliver a bolus. Patient stated they spoke with a company representative yesterday via phone and was redirected to call for assistance. While on the call, patient mentioned the handset would quickly go to 90% when connecting to the pump and then stall out. The agent reviewed 338 considerations and how to clear data from the app. The patient confirmed they were able to successfully connect and deliver the bolus during the call.

Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial#: (B)(6), product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.